Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, no image would appear due to a bent pin inside the connector. The receptacle board will need to be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus visera elite video system center was not providing an image during preparation for a diagnostic procedure. According to the initial reporter, they attempted multiple different cameras, and no image would appear. Ultimately, they needed to switch to another unit to complete the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to bent pins inside the video connector. The specific root cause of the bent pins inside the video connector could not be determined at this time. The event can be prevented by following the instructions for use which state: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [6.3 connection of an endoscope] confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged. Olympus will continue to monitor field performance for this device.